Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
Additional information was received from the manufacturer representative that reported that there was a lead issue and there was a lead revision scheduled for (B)(6) 2016.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2016 reporting that the patient was sick and so the health care professional (hcp) cancelled the surgery scheduled for the day of the report. The surgery was rescheduled for 2 weeks from the day of the report (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider that reported that the lead issue was a migration confirmed through fluoroscopy.

Event description:
Additional information was received from manufacturer representative. It was reported that the patient's coverage had not been the same since back surgery. Reprogramming was performed but no stimulation was felt on the left side where the patient needs it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the programmer and charger were not working. The patient had major back surgery (a 5 level fusion) on (B)(6) 2016. The patient has had 10 surgeries and there was nothing wrong with the implant. The patient was taking medicine so he didn¿t need the device and tried turning on the device because he still had back pain and his sacroiliac joint still needs to be operated on. The device was not taking care of the problem, so he had the surgery to help with the pain; however there was no issue with the spinal cord stimulation device. The patient was not sure if they did something to the wires during surgery, but his device was not working as he increased it and felt nothing. The patient had tried to use the device and it was not working. The patient was able to charge up fine and was able to get a reading on the programmer, but felt nothing. The patient reports that when he went to turn on the stimulation, he felt stimulation in the stomach and then it went away. The patient usually had the setting at 2.25 volts, and had incrementally turned the stimulation up to 3.50 volts and still felt nothing. The patient tried other channels and still felt nothing in any of the groups. The patient had charged after surgery to makes sure that there wasn¿t an issue, and he knows that he will not be pain free, but wanted to feel something.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.